Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6). Gunawardene, m., et al. Life-threatening delayed myocardial ischemia and malignant arrhythmias occurring after pulsed field ablation of atrial fibrillation. American heart association circulation. Letter. December 2025. Https://doi.org/10.1161/circulationaha.125.07798. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature article that st segment elevation and cardiogenic shock occurred. A study was completed between march 2023 and july 2025 at seven (7) international healthcare facilities to assess patients who experienced delayed or prolonged ischemic or arrhythmic adverse events after a pulse field ablation (pfa) procedure for atrial fibrillation. Eleven (11) patients were enrolled in the study, nine (9) of whom received pfa via a farawave catheter and two (2) whom received pfa via a non boston scientific ablation catheter. Procedure summary the patient underwent a pfa left atrial posterior wall isolation, pulmonary vein isolation, cavotricuspid isthmus isolation, and superior vena cava isolation procedure with a farawave catheter. The procedure was performed under general anesthesia with paralytics and glycopyrrolate. Peri procedurally a dose of 26,000 international units of heparin was administered and the maximum activated clotting time was 392. Eighty eight (88) applications of ablation were delivered. Event summary forty five (45) minutes post index procedure a diffuse, general spasm occurred and st segment elevation occurred on leads v1 through v6. The event lasted thirty four (34) minutes. Cardiogenic shock occurred which required cardiopulmonary resuscitation, nitroglycerin was administered, and a percutaneous ventricular assist device was placed. Angiography showed a diffuse narrowing of the small coronary vessels. Patient status no further information the status of the patient is available.